Manufacturer narrative:
Follow up #2 07/25/2016 device evaluation: the pump was pulled for additional testing and evaluated on 07/20/2016 with the following findings: a flow accuracy test was performed and the pump was found to be delivering accurately and within the required range.

Manufacturer narrative:
Device evaluation: a reporter contacted animas on (B)(6) 2015 to follow up with additional information about is issue. The reporter stated that the patient was hospitalized on (B)(6) 2016. The reporter stated that the patient had a blood glucose over 600 mg/dl with diabetic ketoacidosis and symptoms of chest pain and difficulty waking up. The reporter alleged that the patient received unspecified treatment for the alleged blood glucose excursion. The reporter stated that the patient resumed pump therapy with a replacement pump following the alleged issue. The reporter indicated that the intermittent power issue was responsible for the alleged blood glucose excursion. The pump was returned to animas and investigated on (B)(6) 2016 with the following findings: continual rebooting was observed in the pump¿s black box on (B)(6) 2016. A power reboot issue was not duplicated during the investigation. The pump was exercised on a 24 hour basal program with no power issues being observed. The pump was opened and no defects were found to the power circuit. There was no evidence of moisture on the internal components of the pump. The battery cap was measured within specifications and fit to the battery cap without issue. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.